Event description:
Information received from the doctor via a manufacturing representative (rep) on (B)(4) 2016, indicating that the doctor commented that he thought with motor stalls/issues, it seemed that the 863740s were the pumps that had most issues. Per the rep, the doctor was talking in generalities. The rep inquired about the facilities that manufacture the different size pumps and pertinent information was reviewed. There were no symptoms mentioned.

Event description:
Additional information received on (B)(6) 2016 provided the initial reporter's (health care provider's) name/contact information.